Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During procedure the cutter stop working. No patient injury. Customer opened a new pack.